Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review therapeutic effect of coblation on early glottic laryngeal carcinoma, 5 patients had a granuloma after a laryngectomy procedure using a coblator controller and evac 70 wand. It is unknown how were the events treated. Patients outcome is unknown. No further information is available.